Event description:
Patient representative reported left side discomfort, itching pain, emotional distress. Patient representative additionally reported a diagnosis of bia-alcl, accumulation of foreign and adulterated silicone particles, disfigurement and scaring all not related to the device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1; b2; b5; d1; g4; h1; h6.

Manufacturer narrative:
The event of "disfigurement and scaring" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: disfigurement and scaring.

Event description:
Patient representative reported biocell devices caused personal injuries' and damages including but not limited to the following: a diagnosis of bia-alcl, risk of bia-alcl recurrence, discomfort, itching, emotional distress, accumulation of foreign and adulterated silicone particles in her body, past physical pan and suffering from explanation, scarring and disfigurement. Plaintiff has been diagnosed with bia-alcl. Device has been explanted.